Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer septal occluder was successfully implanted in a atrial septal defect closure procedure. On (B)(6) 2023, the patient suffered from an allergenic reaction. The patient's symptoms included headache and nickel-related symptoms. The patient was reported as stable and was following up with an allergology specialist.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient suffering from allergenic reaction after almost eight months of device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however could be related to the patient history of nickel allergy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, "patients who are allergic to nickel may have an allergic reaction to this device."